Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the emergency shunt breaker was faulty. Fse replaced the shunt breaker. After replacement, the system was returned to use in good working order.